Event description:
Information received indicates the head of bed is drifting downward slowly.

Manufacturer narrative:
The technician isolated the issue to a faulty CPR valve. He replaced the CPR valve to repair the bed.